Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 300 mg/dl. Reportedly, the luer lock connection to the infusion set was loose. It was noted that there were air bubbles in the tubing. The contact tightened the luer lock connection and indicated that the air bubbles were going to be primed out. Recommendation was made to change the cartridge.

Manufacturer narrative:
On (B)(6) 2015 it was noted that the customer used the pump to treat the elevated blood glucose level.